Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was damage on the reservoir compartment, pieces on the reservoir were missing. Customer's blood glucose level was unknown. Customer stated that she had diabetes ketoacidosis and treated with manual injection. Customer declined troubleshooting for high blood glucose values. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked case at reservoir tube window corner, cracked reservoir tube window, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Insulin pump passed prime/compromised force sensor system test and excessive no delivery test. Unable to perform basic occlusion test, occlusion test and displacement test due to completely broken off reservoir tube lip.